Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. No blank display. Unable to perform displacement test, operating currents, selftest, off no power, restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked lcd glass. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was 119 mg/dl at the time of incident. Troubleshooting found that the display has a mark under the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.